Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the foreign material that was found in the biopsy/instrument channel. The investigation noted two black protrusions in the inner wall of the channel. The protrusions were created when the tubes were connected during a repair by a third-party vendor. It is probable that the protrusions caused the reported issue. A definitive root cause was not established however. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the endoscope for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was foreign material in the biopsy/instrument channel. The foreign material was found to be two black protrusions on the inner wall of the channel that caused some resistance when inserting an instrument into the channel. The black protrusions on the inner wall appeared to be generated during repair at a third party, when two tubes were soldered together. In addition, the customer¿s reported angle issues were confirmed, and found to be due to stretching of the angle wires. The biopsy channel was leaking due to a pinhole. The objective lens was broken and partly missing. The light guide lens was broken and partly missing. The light guide tube was wrinkled. The boot protector, switch box, and switch #1, were deteriorated due to chemical stress and handling. Sticky residue was attached to the suction cylinder. The bending cover was broken. Several of the device components demonstrated scratches from handling and external factors. The control section and suction cylinder demonstrated third party repairs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the angle of the subject device was reduced, and foreign matter was stuck in the biopsy tube. The issues were observed during reprocessing. There was no patient or user injury reported due to the event. This report is being submitted for the foreign material in the biopsy tube.